Event description:
During a craniotomy for epileptic foci resection (brain surgery to remove tissue that's causing seizures), the ge aiysis cs2 anesthesia machine leaked nitrous oxide (n2o) when the n2o was used. This required the cs2 to be replaced while the patient was already anesthetized and ventilated by the machine. The cs2 was tested after it was removed from the operating room (or.) The finding was a leak of n2o at the gas mixer in the cs2. There have previously been eight failures of the gas mixers at the hospital out of forty-five total cs2 machines. The cs2 machines have been in service for approximately eighteen months at the hospital. Manufacturer response for anesthesia machine, aiysis cs2 (per site reporter). Ge will replace the gas mixer, part number 1011-8000-000-s, free of charge. Awaiting further response concerning failure rate of the gas mixer.